Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The malfunction was identified with a code that couldn't be reset, and the customer expressed interest in obtaining an out-of-warranty loaner pump due to the device being out of warranty. Technical support resolved to replace the pump.

Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The malfunction was identified with a code that couldn't be reset, and the customer expressed interest in obtaining an out-of-warranty loaner pump due to the device being out of warranty. Technical support resolved to replace the pump. The customer will use multiple daily injections (mdi) as a backup.